Manufacturer narrative:
Report source (responsible for marketing and operating mitg-surgical products in the territory.) If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open bariatric surgery, in the third stapling the load locked, it was replaced with another load and worked normally. There was no patient injury.